Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. Upon reception, the transmitter is working normally and can be paired without issue. Review of the event logs did not permit to see any findings explaining the reported behavior. The main origin of the reported event could not be established with certainty. The most probable hypothesis is that an issue related to hardware from unknown origin caused the device malfunction. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2026, the transmitter was never able to pair with patient device (even with ble activated). A new transmitter was used and the pairing was successful.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. The transmitter is working correctly and able to pair to device. Review of the event log is ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, the transmitter was never able to pair with patient device (even with ble activated). A new transmitter was used and the pairing was successful.